Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during/following the implant of this transcatheter bioprosthetic valve, a pre-implant balloon aortic valvuloplasty (bav) was performed with a 23 mm non-medtronic balloon. Following deployment of the valve, mild-moderate paravalvular leak (pvl) was noted. A post-implant bav was performed with a slightly larger 26 mm balloon using a soft inflation due to limited size options as a 25 mm balloon was not available. After ballooning slightly ventricular, the pvl reduced to trace but central aortic regurgitation (ar) was observed from the commissure. Different movements with the pigtail catheter were attempted to see if the issue was a pinned leaflet until it was determined that it was likely a torn commissure. A non-medtronic second transcatheter valve was implanted valve-in-valve to seal the central ar and the patient recovered well. No additional adverse patient effects were reported.

Manufacturer narrative:
Additional information was received that following the post balloon aortic valvuloplasty (bav), mild-moderate central regurgitation was observed. Updated section a.4 patient weight medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Conclusion: paravalvular leak (pvl) can be caused by a variety of factors, including valve positioning, patient anatomy, or presence of pre-existing patient conditions, and a conclusive cause could not be determined from the limited information available. As a result of the moderate pvl, a post implant bav was performed using a slightly larger, 26mm balloon. Additional information stated that the user used a true balloon, which is what is called a "non-compliant" balloon. Per instructions for use (IFU), the maximum balloon size chosen for dilatation using a non-compliant balloon for this size valve, 29mm evolut pro+ valve, should be between 22-24mm with an applied inflation pressure of no greater than 2 atm. The inflation pressure was not made available in this specific case. The reported information indicates that the balloon size used for the balloon aortic valvuloplasty (bav) did not meet requirements per the IFU. This most likely contributed to the reported leaflet damage (torn commissure), and the reported central regurgitation. Review of the device history record (DHR) for this device found it was built to specification and met all inspection and acceptance criteria. No issues were noted that would have impacted this event. Updated h6. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.